Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implants were encapsulated" and ¿implants had completely dissolved and were mushy.¿ device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, additionally reported, left side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of rupture requested on feb 13, 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "implants were encapsulated" and ¿implants had completely dissolved and were mushy.¿ device has been explanted. This relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2-mar-2024.

Event description:
Patient reported "implants were encapsulated" and ¿implants had completely dissolved and were mushy.¿ physician later reported capsular contracture baker grade IV pain. Device has been explanted. This relates to the left side.